Manufacturer narrative:
Visual examination of the returned part confirmed that the first two threads of the screw were damaged as if locally flattened. The screw could not mate with a thread ring gage, likely due to the damage, thus confirming the complaint. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the augment was opened to be screwed to lcck femur as per technique. When trying to seat screw, it would not thread. On closer inspection, it was noted that the thread on the screw was damaged causing it not to seat into the thread on the femur.